Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device will be included in the fsn 2023-cc-src-039.

Manufacturer narrative:
Additional information was received on 28apr2026 reporting that the device referenced on the previously received notification was returned to the third-party service center as a request for completion of maintenance only. The device was serviced with the required maintenance completed and no device issues reported. The device was reported to work properly and was returned back to the customer for use. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.